Manufacturer narrative:
Addition information poc: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s, found no internal damage to unit. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit exposed to water leak.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit exposed to water leak. There was no patient involvement.